Event description:
During insertion of a "swan", an attempt was made to deflate the balloon. The balloon appeared not to deflate and then blood appeared with withdrawing. The swan was removed and the balloon was seen to be ruptured.